Manufacturer narrative:
The incident device has been received and still under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device jaws would stick. After sealing and cutting with the device, the jaws only open part-way. It would open enough to remove tissue, but the physician had to push the handle to open it, causing a clunking sound.

Manufacturer narrative:
Further information received stating this device was not used and no issue occurred with the device. This is no longer a reportable complaint issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received stating this device was not used and no issue occurred with the device.